Manufacturer narrative:
(B)(4). Only event year known: 2021. This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided.

Event description:
Title: complete endoscopic removal of an eroded magnetic sphincter augmentation device. Authors: tala mahmoud, md, veeravich jaruvongvanich, md, rabih ghazi, md, rami abusaleh, md, barham k. Abu dayyeh, md, mph citation: videogie volume 6, no. 10: 2021. This study presents a case report of a (B)(6) woman who underwent linx procedure for gerd and repair of hiatal hernia. Shortly after the procedure, she had recurrence of heartburn and new-onset dysphagia. Conservative therapy was attempted with a 6-week trial of ppis. Symptoms of heartburn improved but did not resolve completely, whereas dysphagia did not improve. Follow-up esophagram was performed and revealed the linx at the gastroesophageal junction oriented along 2 and 8 o¿clock with a moderate hiatal hernia and moderate stasis of the barium column within the lower esophagus. On upper endoscopy, a 4-cm hiatal hernia and an eroded and migrated linx in the gastric cardia were visualized. Complete removal of the linx device was done. After the procedure, the patient reported improvement and consequent complete resolution of her symptoms and remained asymptomatic at the 6-month follow-up. In conclusion, complete endoscopic removal of an eroded and migrated linx device using the ovesco dc current retrieval system was successful and provided good outcomes in a patient with high surgical risk.